Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the ar-6480, pump does not work properly. During a procedure the outflow was not working and the wheel would not spin. They reset it and changed out the pump tubing with no change. Additional information obtained 12/9/20: the procedure was a shoulder arthroscopy that took place (B)(6) 2020. The pump was not giving adequate outflow making the joint not visible. To complete the case the surgeon had to open the shoulder due to the pump not working.

Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed heavy damage to the top cover of the device. The sides of the cover were found to be cracked. Further review of the pump sub-assembly and components showed both latch doors had difficulty being closed due to the damaged top cover. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with a new ar-6410 tubing and a new ar-6430 outflow cassette to be tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error message and/or audible alarm triggered.